Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited increased threshold and decreased sensing measurements. Additional information was obtained that this lead exhibited increased impedance measurements.